Event description:
In 2008, a clinical incident involving a tristar 50 arthrowand was reported to arthrocare corporation. During a right knee arthroscopy procedure, the tip of the wand was reported to have detached and remained in the patient. A c-arm was used to locate the electrode pieces in the patient's knee. It was reported that two electrode balls were not retrieved from the surgical site and remains in the patient's knee. No patient injury was reported.

Manufacturer narrative:
The device was reported as available for investigation and will be returned to manufacturer. Awaiting return of device to complete investigation.